Event description:
Reportable based upon analysis completed 08/21/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty crossing the lesion occurred. The 95% stenosed target lesion being treated was located in the severely tortuous and severely calcified proximal left anterior descending (lad). Significant resistance was encountered during insertion. The procedure was successfully completed with a non-bsc device. No patient injuries or complications were reported. Patient condition listed as "good." However, device analysis revealed stent damage.

Manufacturer narrative:
(B)(6). Examination identified distal stent damage. The distal stent struts on row 1 were misaligned. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical and/or procedural factors. (B)(4).